Manufacturer narrative:
The reported event of eri message was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared (eri). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion at the time of ipg eri. The device had not declared end of life (eol) at the time of explant.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.